Event description:
In 2002, it was reported to arthrocare corp that the screen from a turbovac 90 arthrowand became detached from the device within the surgical site. It was reported that the screen was found within the surgical site during a post operative x-ray. The next month, it was reported that the pt underwent a second surgical procedure to remove the screen from the original surgical site.